Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage found on the electronic and motor assembly.

Event description:
The customer reported that the insulin pump was exposed to moisture. The customer stated that the device vibrated and then the display was blank. No further info was provided.